Event description:
It was reported that the doctor had an issue placing the cannula. When he removed it to reposition, he noticed there was a "notch" or a "divot" that was perceived to be a crack at first. Either way, the cannula was defective. No patient injury was reported, 30 minutes to 1 hour delay.

Manufacturer narrative:
There was a relationship found between the returned device and the reported incident. Visual inspection under magnification shows a divet in the cannula midway down. Further observation shows that the cannula is slightly bent as well. During removal of the stylus from the cannula, it took a significant amount of force due to the bent cannula. The complaint was verified but the root cause could not be determined with confidence. Several factors could have contributed to the damaged cannula. It is possible that the cannula was damaged in-transit to the customer, the device inadvertently dropped or the device may have been hit against another hard object. There were no indications to suggest the device did not meet product specifications upon release into distribution. Device returned for evaluation.

Event description:
The procedure was canceled. It was not completed. No patient injuries were reported.